Manufacturer narrative:
It was reported that a backup alarm failure occurred. It was determined during remote service that a replacement of the motor controller (mc) printed circuit board assembly (pcba) or central processing unit (cpu) printed circuit board assembly (pcba) was required. A quote was sent to the customer for onsite service and replacement of the suggested parts. Onsite service was then cancelled, and no further service was provided. Onsite service was then cancelled, and no further service was provided. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that a backup alarm failure occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that a backup alarm failure occurred. The investigation is ongoing.